Event description:
Reporter alleged patients' blood glucose measured 234 md/gl on the blood glucose monitoring device compared to a lab measurement of 114 mg/dl when testing was performed at the same time. It was stated actions or treatment was received by the patient reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.